Manufacturer narrative:
Device 4 of 4. Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user's daughter when trying to remove the duoderm ¿it was extremely hard to remove and tore the skin.¿ no treatment was sought, and the complainant was instructed to apply stomahesive powder and silesse barrier wipe. The box is no longer available so no lot number could be provided.